Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had a pump pocket revision since the pump was deep, the patient was having trouble communicating with the personal therapy manager (ptm), and the pump ¿would seem at times to be perpendicular to the abdominal wall.¿ the reporter stated that the pump was still anchored and it ¿seemed that the patient¿s anatomy allowed it to move even though the anchors were still in place. The managing hcp had noted that the pump was ¿hard to refill¿ but this was not elaborated. The catheter was disconnected and good cerebrospinal fluid (csf) backflow was observed. The pump was re-implanted more lateral than it was before where there was less adipose tissue to help prevent it from moving and it was confirmed to be anchored correctly. The catheter was primed and the dose was reduced. The patient stated that the therapy worked well for the first year or so and then didn¿t seem to work as well. They had increased the dose a few times but nothing recently. The patient thought he was getting locked out of his ptm when he should be getting a bolus. The logs indicated a few instances on (B)(6) 2014 where there had been an 88 for bolus given and 89 for bolus declined showing in the pump logs that occurred within 1 minute. The lockout interval was 3 hours, a maximum of 4 times per day. The patient stated that he would intentionally activate the ptm immediately after a successful bolus to see how long it would be before he could give himself the next bolus. The pump was used to infuse morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).